Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0211089627, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer got surgery due to urinary retention. After the surgery, it was found the consumer was (B)(6) carrier. The wound is healed slow and lead was exposed, and the consumer got an infection. The doctor thought the possible reason was that the consumer had (B)(6). The stimulator was repositioned and the doctor gave anti-infective treatment. Now original wound was healing slowly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.